Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of five in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that there are no obvious reasons for the system error 2240 alarm. The technical service representative advised the patient to end the therapy. The technical service representative assisted the patient to clear the alarm and remove the cassette. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine). The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.